Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service and repair evaluation: the device was initially received at the service and repair department. During testing at service and repair, the socket wrench for veptr nut has failed in calibration. The repair technician reported the device failed high in calibration testing. Torque test failed high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: calibration visual inspection: the socket wrench for veptr nut (p/n 03.641.004 lot 9887049-13) was received showing discoloration from normal wear and reprocessing. No other visual issues were identified with the returned components of the device. Functional inspection functional test was not performed at us cq. The device was inspected functionally at service & repair and found it is out of specifications (failed calibration test torque high). Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the device tested above the allowable torque limit. The returned instrument has exceeded the expected instrument life (three years) established by bradshaw (refer to the attached ¿bradshaw medical recommended care for torque drivers¿), therefore any recalibration could not be assured. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.641.004, synthes lot number: 9887049-13, supplier lot number: n/a, release to warehouse date: jan 07, 2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during testing at service and repair, the socket wrench for veptr nut has failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) socket wrench for veptr nut. This is report is 1 of 1 for (B)(4).